Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient underwent an MRI two years ago however, the surgeon suspected that the magnet had moved from its original position (specific date and tesla strength not reported). The patient still perceived benefit from the device. The device was explanted on (B)(6) 2025 and cover screw was placed to facilitate the site healing process. Reimplantation is planned but had not taken place at the time of this report.